Manufacturer narrative:
The returned device and packaging were examined. The part number on both the device and packaging label were correct and matched. The product description was correct on the device. The product description on the packaging label listed the incorrect diameter. The complaint is confirmed. The affected items within zimmer biomet's control are being relabeled with the correct product description.

Manufacturer narrative:
Investigation is on-going. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported mislabeled product. They received package 14-585151t which is supposed to be a 4.75 rod but inside was a 4.5 rod.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Upon receipt of the returned devices, a second lot number was identified that was not reported. Report one of two for the same event, reference 3004485144-2016-00277.